Event description:
It was reported, the camera head had an image that did not appear. The issue occurred during preparation for use and the unspecified procedure was completed using a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
The device was returned to olympus and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
This report is being supplemented based on additional information provided by completed investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty charge couples device. Based on the results of the investigation, the most probable cause of the complaint is a faulty component, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.